Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have delivered multiple inappropriate shocks due to patient was in atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. Technical services (ts) was contacted for programming assistance. Ts provided programming assistance, and the device was reprogrammed successfully. No additional adverse patient effects were reported. The ICD remains in service.